Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 2 large volume folfusors precipitated around the tubing prior to patient use. The set was filled with 3500mg unspecified drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from july 15, 2019 - july 16, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.